Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evaluation revealed moisture damage on the force sensor circuit.

Event description:
It was reported that the pump dispensed all of the insulin during the load step, and subsequently emitted a no cartridge detected warning. It was reported that 2 different cartridge lots were used with the same result. The cartridges used were both expired.